Event description:
The doctor reported the patient developed an infection with dehiscence and inflammation. During the procedure, the region was exposed after conduction anesthesia. The bone block was secured in place with two osteosynthesis screws. The membrane was implanted to cover the block. The closure of the mucous membrane was achieved without tension after peiost slitting. After the block and copios membrane were removed, the patient's wound healing process was uncomplicated and the patient did not experience any more problems.

Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from lot nza20070132. Three departures from standard operating procedures were noted during the records re-review for the lot. (Two exceedance temperature cooling events in room f28-b, and missing data recording ozonisation hpw-system; the departures did not have a negative impact on the product quality). Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 90 copios pericardium membrane grafts from the lot without related complaints. Infections after surgical procedures are a well-known phenomenon and may be caused by unsterile handling. Those infections may trigger inflammation, wound dehiscence as well as implant and transplant failure. The copios pericardium membrane was not used according to the instructions on the label. The patient's wound dehiscence may have occurred due the improper handling and/or preparation of the copios membrane.

Event description:
It was reported that a patient was implanted with a puros customized block and a copios pericardium membrane on (B)(6) 2021. The patient developed dehiscence and inflammation. The block was removed on (B)(6) 2021. It is unknown if the copios pericardium membrane was explanted.